Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 7/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/06/2016 with the following findings: a review of the pump¿s black box data showed evidence of a short battery life with voltage fluctuations resulting in a call service 177 low battery warning. The pump was able to power on with the returned battery cap. During visual inspection of the pump, it was observed that the battery compartment had damaged threads and had two cracks. The returned battery cap had damaged threads and its "coin slot¿ was worn and it was unable to fully tighten to the pump. There was evidence of moisture contamination inside the battery compartment and underside of the returned battery cap. The pump¿s electrical current draws measured within specifications. The investigation was unable to duplicate the initial complaint about a "battery life" issue. A leak test was performed and failed due to the battery compartment cracks and leaks.